Event description:
Patient was revised to address metal on metal reaction. Update: (B)(6) 2013 - patient's medical records were received. Medical records indicate patient's cobalt and chromium levels were high. There is no new information that would change the existing MDR decision. Update: (B)(6) 2013 - pfs and medical records received. The correct doi was provided. Revision operative notes indicated infection and metallosis. The cup and stem have now been added. There is no new additional information that would affect the existing MDR decision. Medical records have been attached for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor and metal wear. After review of medical records, patient was revised to address painful metal on metal right total hip replacement. Revision notes reported metallosis around the head trunnion junction. There was also a large joint effusion.